Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on the anterior, creases fold and wear abrasion. A leak test and microscopic analysis was performed which identified that a particle was removed from the fill channel, a smooth crease opening on the anterior, orange particles on the fill channel, yellow particles in the shell and observed a void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result was that no blockage was found. Based on the device analysis the final assessment is: a opening crease smooth on anterior due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.